Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that the responses to clinical requests were not provided and s+n has not received the adequate documentation to fully evaluate the root cause of the reported events. Per the complaint, the screws were removed as planned and the fracture was healed. The patient impact beyond the reported event could not be determined based on the limited information provided. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, size of device or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11. Corrected information was entered in d3 and g1 (manufacturing site name and address). Internal reference number: (B)(4).

Manufacturer narrative:
This report was inadvertently submitted under manufacturer number (B)(4), the correct manufacturer number is (B)(4).

Event description:
It was reported that, surgeon removed two trigen 5.0 screws from a patient with a tibia nail implanted several years ago. The screw heads were prominent and causing irritation. The patient¿s fracture was healed. No further injury to the patient, screws were removed as planned, no other issues reported.